Manufacturer narrative:
Concomitant: product ID 3889-28, lot# va03xgg, implanted: 2012-(B)(6), product type lead. Product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator (ins) was having trouble connecting with the programmer for a few months. The patient alleged that the communication issue was due to the ins being shifted around. The manufacture representative (rep) reportedly was able to get communication a couple months ago. However, the rep reported that it was within the last two weeks and the ins was not shifting. The ins was "a little deep" in the pocket which was the reason for the difficult time with communication. No plans were made to reposition ins as the rep was able to successfully connect the devices two weeks ago. The device as implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.